Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. Review of egms revealed that the pulse generator exhibited oversensing. The patient was called back into the clinic to change the egm priority triggers. No the patient was in stable condition. No additional information was reported.